Event description:
It was reported that the day after implant, the right ventricular (rv) lead had increased threshold and x-ray showed the lead had lost slack. During repositioning, the rv lead would not capture through the device but did capture through the analyzer. The rv lead was removed and replaced. During the revision, the atrial lead was nicked and had low impedance so it was removed and replaced. Several attempts were made to connect the new rv lead to the device but there was no pacing when the setscrew was tightened. It was visually confirmed that the pin was positioned correctly in the header. The lead was acceptable on the analyzer. Also, when the new right atrial (ra) lead was inserted into the device, there was no p-wave sensing and there was oversensing with manipulation. It was decided to replace the device, so a new device was implanted and measurement values were acceptable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and the outer insulation was breached cut. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.